Event description:
A doctor reported that a pt had lose conjunctiva and suction 1 could not be achieved. Three attempts were made, and subconjunctival hemorrhage resulted. The pt complained about pain. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).